Event description:
It was reported that during a da vinci assisted gastric bypass procedure, there was a 1-centimeter hole after using a sureform 60 stapler instrument with a blue reload accessory. The first 3 stapler fires were completed with no issues. On the 4th fire using a blue reload, the stapler fired and cut, but a 1-centimeter gap/hole was observed after unclamping. Bleeding occurred and the surgeon held pressure prior to oversewing the hole with suture. The amount of bleeding is unknown; however, the patient did not require a transfusion. The surgeon stated at about halfway through the 4th fire, the tissue seemed pushed and that it was possible that the stapler snagged on a clip from the prior gastric sleeve surgery. Most of the staples were observed as formed b-shaped, with a small number of unformed u-shaped staples. The reload was inspected after use, and all the staples had been deployed from the cartridge. The procedure was completed robotically and there were no post-operative complications. The patient was kept in the hospital for 1 additional day for preventative measures and observation prior to being discharged.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined, although the customer believes the hole was possibly due to the stapler getting snagged on a clip from a prior surgery. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or the blue reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. Advance stapler logs showed the sureform 60 stapler instrument was installed on the system 7 times and fired 7 reloads (1 green, 3 blue, 1 green, 2 white, in that order). On installs 1-3 and 5-7, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful, but was followed by a firing failure. The firing stopped at approximately 98% completion, after a duration of approximately 44 seconds. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the logs.